Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿insufficient acetabular version increases blood metal ion levels after metal on metal hip resurfacing¿ by alister j hart reports on the investigation of whether the circulating level of metal ions was related to the three dimensional orientation of the acetabular component in mom arthroplasty and whether this levels were associated with any other device specific factors (component portion, type or size) or patient specific factors (such as gender, age, bmi or harris hip score). 100 patients (49 males, 51 females; median age-58) with unilateral mom hip resurfacing were followed who were at least 1 year postoperative to minimize the effect of ¿¿running-in¿¿ wear, which increases the blood metal ion level, before it reaches a steady state from july 2003 to january 2007. The implants employed were as follows- birmingham hip resurfacing system (smith and nephew), cormet (corin), asr (depuy; n=2), durom (zimmer), magnum m2a (biomet). Insufficient cup version was found associated with high blood metal ions after mom hip arthroplasty. One of the female patient with asr hip implant was identified for elevated metal ion levels and 700 inclination. She underwent revision surgery for unexplained pain. No clarification was found on which events were specifically present on another patient of asr. Asr hip implant was found to be associated with the above adverse events. Figure 2 provides cup version findings ranging from approximately -50 degrees to 75 degrees and inclination angle findings ranging from approximately 12 degrees to 80 degrees indicating cups were confirmed during revision. The article does not specify findings of metal debris.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.